Event description:
The event was reported via a journal extract in danish. On (B)(6) 2025, the patient underwent a thrombectomy procedure, at 13:20 hour, under ultrasound-guided (us) puncture in the right femoral artery with the placement of a 7 fr short sheath, which was exchanged to an axs infinity® long sheath (stryker) and a 125cm 5f mpa catheter (unspecified brand), but it was not possible to get the sheath into the left common carotid artery (cca). An exchange to a 7 fr. Short sheath with a 7 fr 105cm rist¿ radial access guide catheter (medtronic) which gets to the cca. The contrast injection shows <60% stenosis in the proximal internal carotid artery (ica) ¿with a stop ca. 3cm after the bifurcation. Therefore, it is assumed that there is a carotid t-occlusion.¿ aspiration in the ica was performed once and then together with stent-assisted thrombectomy twice in the ica and the middle cerebral artery (mca). The carotid t is visible after clot removal. After that aspiration is continued with a sofia¿ 5f intermediate catheter (terumo neuro), phenom¿ microcatheter (medtronic), and traxcess¿ guidewire (terumo neuro). After two attempts, there is reperfusion with a tici of 3 at 14:24 hour. It was then reported that the patient experienced a serious bradycardia event and almost had an asystole during the procedure. Manual compression was performed at 14:40 hour on the groin due to serious calcification in the femoral artery, and a rt radial band was used on the wrist. ¿upon re-reading the images, it is clear that [the] clot [had] moved into the a2 segment [of the anterior cerebral artery] on the right side that has a high risk and is amenable to thrombectomy. A new puncture was made on the right groin. Using a 95cm emboguard 87 balloon guide catheter (bg8795c / lot# unknown) was loaded with a 125cm mpa 5f diagnostic catheter (unspecified brand), contrast injection was performed in the left cca, which shows occlusion in the left ica with a flame-shaped configuration, indicating possible underlying dissection. The ica top is filled via collaterals from the ophthalmic artery, where an unchanged ica top thrombus is seen as on cta (computed tomography angiography). A switch is made to sofia¿ 5f intermediate catheter / rebar¿ microcatheter (medtronic) / traxcess¿ guidewire (terumo neuro) and spiration thrombectomy is performed once in the left ica under flow arrest and a number of thrombi are removed and easy passage is achieved through a tight stenosis. Percutaneous transluminal angioplasty (pta) is performed one time with a 3.5mm x 20 mm maverick2 ¿ ptca balloon catheter (boston scientific) and subsequently a nicer lumen is seen. An attempt is made to get up past the stenosis with [the] emboguard, but it kinked at the exit between the arcus and the left cca. It is now only with difficulty that the sofia can be pushed through the emboguard.¿ ¿attempts were made to get up to the ica t-thrombus, but there is a lack of length with sofia, which is why a stent- assisted aspiration thrombectomy [was performed once with the 6mm x 40mm solitaire¿ stent retriever (medtronic)]. The sofia pulled down the left ica, because it was blocked. The sofia was replaced with a sofia¿ plus intermediate catheter (terumo neuro), but this one cannot be brought distal through the emboguard due to the kink. [It was] changed to the infinity which comes past the ica stenosis. Injection of contrast through the mpa1 shows occlusion until the large m2 branch and a3. Five aspirations were performed as follows: one time with sofia plus in the m2, three times with the red® 43 reperfusion catheter (penumbra) in the m2, and one additional time in the a2. Two stent-assisted aspirations were performed using the 4mm x 20mm solitaire¿ stent retriever (medtronic) leading to reperfusion with tici score of 2b.¿ it was also reported that new clots arose ¿and an irregular wall of the carotid is seen indicating a dissection which occurred during the procedure.¿ it was decided to stent the segment with a 9mm x 40mm wallstent¿ (boston scientific) and a 9mm x 30 mm wallstent¿ (boston scientific). ¿the patient was put under dual antiaggregation therapy (asa 300 mg and clopidogrel 300 mg). There is a post-dilatation with a 5.5mm x 20mm maverick2 ¿ ptca balloon catheter (boston scientific). After this there are no clots visible. Angioseal in the groin [was performed]. After the angioseal it was noted that there are some small, non-occlusive, contrast defects in the m1/m2 bifurcation. This can be small intima lesions or small clots. A dynamic computed tomography (dynact) was performed which shows bleeding/or contrast staining in the infarcted areas. It was therefore decided not to go in again and to not continue the anti-platelet medication.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Cerebral hemorrhage, thromboembolism, and vascular dissection are known potential complications associated with the emboguard balloon guide catheter and are mentioned in the instructions for use (IFU) as such. The 24-hour formatted timeline provided for each procedural step is not consecutive, therefore, the timeline of events is to be considered unknown. Therefore, the correlation between the events to the emboguard device used as a contributing factor is unknown, and thus, cannot be ruled out entirely. As a conservative measure, all events which occurred subsequent to the use of the emboguard balloon guide catheter will be considered possibly associated with the device. A surgical intervention (additional retrieval passes) was required for thromboembolism events. The severity of events, cerebral hemorrhage and dissection are unknown. Therefore, the events of ¿cerebral hemorrhage, thromboembolism, and vascular dissection¿ will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury. Additionally, during an internal review on 09-jun-2025 with the medical safety officer (mso), it was determined the event of a catheter damage/kink prior to treatment will be a reportable malfunction. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the lot number of the 95cm emboguard 87 balloon guide catheter (bg8795c) is 9556837, the full primary UDI number, and to report that the complaint device is not available for return. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot: (9556837) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.